Event description:
It was reported that the customer's insulin pump has a broken case and thread. Customer's blood glucose level was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.